Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The surgeon impacted the insert onto the baseplate, but the insert would not seat. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.